Manufacturer narrative:
The reported event that a cannulated compression screw 2.0x28mm, ti, sterile broke during surgery could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The breakage occurred because the screw was inserted into hard bone. The fracture and the surgery that occurred at the very same fracture site (scaphoid) years before made the bone harder and more sclerotic. This created resistance to insertion. The surgeon was screwing, the device did not advance and broke because of overtorque. As stated in our instruction for use, the autofix system is not to be used in case of inadequate bone quality. Moreover, it cannot be excluded that the surgeon used a power tool during screw insertion. According to our operative technique, this kind of screws need to be inserted manually, using a cannulated screwdriver torx t7 combined with a quick connect handle. Device inspection revealed the following. The breakage is located at the proximal part of the screw thread. The breakage surface was analyzed: fatigue and instantaneous zone could be identified. The former appears polished and shiny; the latter presents a coarse grained texture. These patterns are typical of a fatigue fracture. The shaft of the screw is twisted. High torsion was applied clockwise, thus during screw insertion. The head is evidently damaged. Several plastic deformations could be found both internally and externally. Their pattern could be due to either use of power tool during screw insertion or screw removal. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. The operative technique (aut-st-1_en_autofix_2.0-2.5_surgical_technique_2015-5509) was reviewed: ''a workshop training is recommended prior to first surgery. [...] Step 4 screw placement insert the cannulated screwdriver torx t7 into the quick connect handle. [¿] slide the screw over central k-wire and insert the screw in a clockwise manner [¿]. Once the proximal threads contact the near cortex, every full revolution of the screwdriver handle compresses a ø2.0mm screw 0.2mm and a ø2.5mm screw 0.3mm [¿].'' [Original statement(s)] the instruction for use (v15183 rev a autofix system sterile ot-IFU-163) was reviewed: ''warnings: the use of an implant for tasks other than those for which it is intended may result in patient injury. ¿ the operating surgeon and operating room team must be thoroughly familiar with the operating technique, as well as the range of implants and instruments to be applied. Complete information on these subjects must be readily available at the workplace. ¿ prior to use, thoroughly read these instructions for use and become familiar with the surgical technique. [...] ¿ the operating surgeon must have a thorough command of both the hands-on and conceptual aspects of the established operating techniques. Proper surgical performance of the implantation is the responsibility of the operating surgeon. ¿ the manufacturer is not responsible for any complications arising from incorrect diagnosis, choice of incorrect implant, incorrect operating techniques, the limitations of treatment methods or inadequate asepsis. ¿ the operating surgeon must be especially trained in orthopedic surgery, biomechanical principles of the skeleton, and the relevant operating techniques. [¿] contraindications do not use the autofix system in cases of: [¿] ¿ inadequate bone quantity and/or bone quality'' [original statement(s)] no indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated

Event description:
The implant surgeon at the clinic, reported to the sales rep, that "during a procedure, fracture of a sbi screw length 28 mm diam 2.0 mm occurred when tightening for a scaphoid fracture (right wrist). Noise of the fracture of the implant while tightening. Increased risk of nonunion, implant not accessible spot. Time of the surgery was doubled due to this event. Wire was set up." Increased risk of nonunion. Time of the surgery was doubled due to this event, wire was set up. The cuff/tourniquet time for this patient was 44 minutes against 20-25 minutes for a conventional screw scaphoid.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The implant surgeon at the clinic, reported to the sales rep, that "during a procedure, fracture of a sbi screw length 28 mm diam 2.0 mm occurred when tightening for a scaphoid fracture (right wrist). Noise of the fracture of the implant while tightening. Increased risk of nonunion, implant not accessible spot. Time of the surgery was doubled due to this event. Wire was set up." Increased risk of nonunion. Time of the surgery was doubled due to this event, wire was set up. The cuff/tourniquet time for this patient was 44 minutes against 20-25 minutes for a conventional screw scaphoid.